Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. The patient's child reported that on (B)(6) 2023, they entered the living room and noticed the patient was hot and had difficulty breathing. The cgm was displaying 68 mg/dl but they did not have a bg meter to check the patient's actual bg. The child provided the patient milk and ice cream but the cgm value did not increase. The patient requested to go outside to get fresh air but the patient then lost his balance and passed out. The child provided the patient apple juice but the patient began to vomit. The child called 911 at 7:00pm and the bg by paramedics was 71 mg/dl while the cgm was 107 mg/dl. The patient as treated with emergency glucose and was taken to the hospital. The patient reportedly went into a "diabetic coma" at the hospital and was treated with IV fluids. After a nurse performed a calibration, the cgm and bg values were off and had a difference of 40 points. The bg was 88 mg/dl and the cgm was 121 mg/dl. The patient was discharged from the hospital on (B)(6) 2023 at 4:00pm. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.